Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, at the end of therapy. The patient was not connected. The patient stated they did not feel any discomfort or overfill. The patient stated the ultrafiltration (uf) reading was negative in the first three cycles and the last 5 cycles. The uf reading for cycle 6 was 1393ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The rn stated she was aware of the alarm and that the patient had their cycler swapped because of it. The rn stated since the swap the patient has been continuing therapy successfully. The patient has not reported any drain volumes or symptoms meeting iipv criteria. There was not patient injury or medical intervention associated with the event. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.